Manufacturer narrative:
The unit was received with missing segments due to a cracked lcd zebra connector. The unit was unable to perform the self test along with the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests due to the missing segments. The operating currents could not be verified due to the missing segments. No cosmetic damage was noted during physical inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer tried two different batteries in the insulin pump but the device would not start properly. After installing the first battery, the backlight activated but the screen remained blank. The second battery change allowed the battery bars to display and an icon that was clock-like in appearance. The insulin pump was returned for analysis and a replacement device was shipped to the customer.